Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"This is second incident in the same procedure as reported in the prior report (taa-1270). The patient had multiple prior complicated procedures. Including 4 vessel snorkeling and relining of entire aorta from descending to iliacs using relay and treo devices. Previously there was a successful secondary procedure completed using a relay to fix a type 3 device separation. The pt presented with another symptomatic type 3 leak and an emergent 3rd intervention was planned to bridge the separation. The access was tight and there was alot of material already implanted. The doctor performed ivus to verify he was in the luman of the devices and not in/out struts. After a failed attempt delivering a 38 relay nbs on the right side, the device could not be removed and was left behind as "endotrash" and used as an occluder to follow up with a fem-fem. The patient was stable so the physician switched to the left side for access and decided to use a 36 x 70 treo cuff due to smaller profile. This device also struggled to get through the anataomy getting caught up a few times. Ultimately he was able to cross through and deployed the device without incident. While they were removing the delivery system, I stepped out to grab #2 treo implant to add for length and upon return the physician told showed me that while removing the system the nosecone broke off and was still in the patient on the wire in the mid to lower abdominal region. This was ultimately was left behind as "endotrash" and a 33 x 55 cuff was deployed to secure it between two grafts to avoid it moving elsewhere in the body. I was not able to get the treo delivery system for return. With no additional 33 x 70 cuffs on the shelf the doctor decided to abort and talk with the patient and his family." Patient outcome: "no harm to patient reported."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"This is second incident in the same procedure as reported in the prior report (taa-1270). The patient had multiple prior complicated procedures. Including 4 vessel snorkeling and relining of entire aorta from descending to iliacs using relay and treo devices. Previously there was a successful secondary procedure completed using a relay to fix a type 3 device separation. The pt presented with another symptomatic type 3 leak and an emergent 3rd intervention was planned to bridge the separation. The access was tight and there was alot of material already implanted. The doctor performed ivus to verify he was in the luman of the devices and not in/out struts. After a failed attempt delivering a 38 relay nbs on the right side, the device could not be removed and was left behind as "endotrash" and used as an occluder to follow up with a fem-fem. The patient was stable so the physician switched to the left side for access and decided to use a 36 x 70 treo cuff due to smaller profile. This device also struggled to get through the anatomy getting caught up a few times. Ultimately, he was able to cross through and deployed the device without incident. While they were removing the delivery system, I stepped out to grab #2 treo implant to add for length and upon return the physician told showed me that while removing the system the nosecone broke off and was still in the patient on the wire in the mid to lower abdominal region. This was ultimately left behind as "endotrash" and a 33 x 55 cuff was deployed to secure it between two grafts to avoid it moving elsewhere in the body. I was not able to get the treo delivery system for return. With no additional 33 x 70 cuffs on the shelf the doctor decided to abort and talk with the patient and his family." Patient outcome: "no harm to patient reported."